Manufacturer narrative:
A ge service representative performed an onsite investigation and confirmed the problem. The generator interface board coin battery, the ps1 power supply, the backplane and the cable were all replaced. The system was tested and found to be working as intended by the manufacturer and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message. No patient injury was reported.